Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had a silicone disruption at connection to controller. The patient experienced alarms while on power module, but not on batteries. Interrogation to the percutaneous lead shows low flow, low speed operations, and a pump stoppages. Additional information received the x-rays revealed evidence of damage at the distal end bend relief area. Technical services performed a replacement of the percutaneous lead distal end bend relief.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.